Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies relevant to the reported event were found. It was determined during the revision procedure that there was no locking screw in the bearing which is considered to be off label use. The root cause of the reported event remains unknown, as the patella was revised for unknown reasons. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product will not be returned because of hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference report: 0002648920 - 2021 - 00185. Investigation incomplete.

Event description:
It was reported that patient underwent revision procedure due to unknown patella issues. The patella and bearing were removed and replaced. It was noted that the locking screw was not implanted during the initial procedure. There is no additional information available at this time.